Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
T was reported that multiple, intermittent occlusion alarms occurred. Reportedly, multiple supply changes were performed to address the occlusion issues. The customer's blood glucose (bg) level was 500 mg/dl with high ketone level. Reportedly, the elevated bg was treated with an injection of insulin.